Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose (bg) level was 380 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.